Manufacturer narrative:
Concomitant medical products: tylet from lot 73k1500501. Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's basilic vein. The clinician inserted the PICC and got persistent green arrow symbol and no change in the waveform. A chest x-ray confirmed the catheter tip location was in the patient's jugular. They do not know if there was a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed through evaluation of the returned data set. No console or accessories was returned for ev aluation. The vps senior algorithm scientist concluded the provided data was for a different procedure from the reported event and a conclusion about what happened cannot be made. A device history record review for unit was performed and there were no relevant findings. The probable cause of this event is undetermined because the provided data was for a different procedure from the reported event. No further action will be taken.